Event description:
It was reported that a patient's seizures began to increase in intensity and duration approximately three to four months post vns implant. The patient stated that she is usually able to communicate and had some functionality of her muscles during a seizure but beginning in november, she was no longer able to move or communicate during a seizure. She stated that her seizures (small partial seizures) usually occur due to a lack of sleep and one month prior to vns implant, her work schedule changed from working a night shift to working during the day. The patient indicated she would be meeting with her neurologist and discuss having the vns device removed. Good faith attempts to obtain additional information have been unsuccessful to date.